Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 16272487-2016-02223. The patient is implanted with a scs system that includes two leads and two anchors from the same lot. It was reported ((B)(6)) the patient experienced pain at the anchor site. The patient underwent surgical intervention on (B)(6) 2016 to explant the lead and anchor. A new lead was implanted which resolved the issue.